Manufacturer narrative:
The samples were not returned to eveluation.

Event description:
'I was just made aware of a needle stick that occurred in our (B)(6) facility using one of the drop safe pen needles that came out of the side of the device. Additional details - here is the info regarding the needle stick:. The nurse - she was attempting to remove the used needle at the end of the insulin pen, the needle was bent through one of the opening on the drop safe pen needles and it came out of the side of the device. She quickly reported and showed the supervisor what had happened. We sent her to (B)(6) lab for blood draw and the first round of results were negative. She will follow the serial lab testing protocol until completed'.